Event description:
It has been reported that two burn wounds were discovered post ablation underneath the grounding pad. Per customer, one burn was approximately the size of a half dollar and the other the size of a silver dollar. The physician ordered a wound care consultation to be done for the patient.

Manufacturer narrative:
Additional info obtained from the customer indicates that the two burn wounds were second degree burns. No info was available regarding the wound care treatment administered. The hosp used a valley lab grounding pad. Model #e7506, which was placed on the pts left lower back during the procedure. The lot# of the ground pad was not available. 44 rf applications were done during the procedure. The pt has been released from the hosp. The biosense webster technical services contact the hospital's ep lab regarding this event. Per customer, a warming blanket was placed on the pt, and the pt was sweating during the procedure. The ground pad was curled up at the edges when they removed it from the pt. Customer did not find any fault with the sockert generator or with the ground pad.